Event description:
It was reported that a cartridge change error occurred. Reportedly, the cartridge was changed to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Assistance was required in administering a manual insulin injection to address the blood glucose level.